Event description:
It was reported that, during implant testing, the shock impedance was less than 30 ohms with the low energy shock. The doctor may do a higher energy shock for testing. The doctor successfully implanted the system. There were no adverse patient effects.